Manufacturer narrative:
The reported event was confirmed during visual inspection as the large led lens was found to be broken off. The device was scrapped, as it was not repairable.

Event description:
It was reported that during sterile processing the lens of the device was broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during sterile processing the lens of the device was broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.